Event description:
It was reported that pump quick bolus and wake button was extremely difficult to press and often required multiple presses to turn on pump screen. There was no adverse impact to the customer's blood glucose level. Customer confirmed pump screen could still be activated but continued to experience difficulty, worked with technical support to test button with and without pump case, and then was informed pump would be replaced, with a replacement pump provided while problematic pump was to be returned.